Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process. The pump functioned properly after the reset, and the customer was instructed to continue using it and to call back if any malfunction recurred.